Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a dorsal height and revision tool fractured while removing a previously-implanted screw during surgery. The fractured pieces were retrieved and alternative screwdrivers were used to complete the procedure. There were no reported patient impacts associated with this event.

Manufacturer narrative:
Additional information: (UDI number), methods, results, conclusions - the product was evaluated and the complaint was confirmed. The fracture occurred only on one side of the hex, so it is possible that the force was applied slightly off-axis and exceeded the mechanical strength of the device. This force, in conjunction with the reported bone growth/integration with the body, may have caused the hex to fracture on the side experiencing the greater stress. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that the tip of a dorsal height and revision tool fractured while removing a previously-implanted screw during surgery. The fractured pieces were retrieved and alternative screwdrivers were used to complete the procedure. There were no reported patient impacts associated with this event.